Manufacturer narrative:
(B)(6). Manufacture date: 10/9/2009. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
The pump was returned to animas and evaluated by product analysis on 05/04/2011. The keypad buttons were found to be responding appropriately to presses. The keypad was removed and no defects were found with button contacts. Unrelated to the complaint, the bolus button was found to be missing.

Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.